Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a multiple pump error alarm. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received alarming flash memory failure followed by an software alarm due to fracture solder joints on mother board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime alarm test, force sensor test, excessive no delivery test and displacement test due to flash memory failure alarm and software alarm.